Event description:
A medtronic rep reported that while in a spine surgery, a wrong image transferred from the o-arm to stealthstation. After the second scan with the o-arm the virtual image on the stealth station did not conform with the anatomy. The stealthstation did recognize the instruments; then did a third and last scan and could observe that the anatomy and the virtual image indeed conformed. Did not change the position of the reference frame from the second to the third and last scan. The surgery was completed with the use of the stealthstation treon guidance system. There was no impact on pt outcome.

Manufacturer narrative:
Pt info was requested but has not been provided at this time. Investigation has not been completed as of the date of this report.